Manufacturer narrative:
H6: investigation summary it was reported by the customer they identified needles with black particles. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly out of the packaging blister and the plastic shield removed. The needle has black foreign matter at the top of the needle. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 2245198. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd¿ blunt fill needle had black particles on it. The following information was provided by the initial reporter: "we identified 18g blunt fill needles in our supply that contain black particles/flecks/debris."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle had black particles on it. The following information was provided by the initial reporter: "we identified 18g blunt fill needles in our supply that contain black particles/flecks/debris."